Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not sent to the repair department, olympus cannot confirm a device failure. It is possible there was no abnormality in the subject device, and instead an abnormality in any of other devices, and the user felt that the airflow did not switch. However, in the case where it failed, less than 3 years have passed since the subject device was manufactured and it is likely the front panel failed due to an accidental failure of the parts.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted when additional information is received.

Event description:
It was reported the air button selection on the front panel of the evis exera iii xenon light source has intermittent operation. The problem was first noticed prior to a diagnostic esophagogastroduodenoscopy. There were no other devices involved in the event and no delay in the procedure. The intended procedure was completed using the complaint device. The customer reported there was no death, injury, or infection due to this event.